Event description:
My daughter put a rexall antibacterial flexible fabric bandage on her face because she had a scratch. It ended up eating the skin off her face where the pad with the medicine was. It is a chemical burn. It burns and is seeping. We are at the dr now. FDA safety report ID (B)(4).